Manufacturer narrative:
The received device had the cannula assembly not deployed. Download data showed that the device ran 35 first prime pulses and was deactivated after the second priming sequence. An early confirmed open reading by the rotational sensor assembly caused an early completion of first prime, which resulted in the needle failing to deploy. The device was connected to a master pdm and a test bolus was attempted; the rotational sensor malfunction was re-created. No visible damage was observed to the rotational sensor assembly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn.